Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped: screen inoperable; ran IV, passed. The screen was not operable, had to force shut it down, let it charge and turned it back on it worked. IV test and it passed. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen, no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Per the preliminary assessment, no issues were found in the logs. The lvp screen was reported as being inoperable, but after a shut down, full charge and test infusion, the lvp appears to be now operating correctly and has been put back into patient use. No further investigation is required at this time.